Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The clip could not be applied because the grips would not release the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the clips would not load correctly onto the medium-large clip applier instrument and the tips of the instrument were observed to be misaligned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was identified in sterile processing prior to the instrument being sterilized.